Event description:
It was reported, the subject device had tissue glue stuck on it. The issue occurred, during preparation for use. For a gastroscope procedure. The facility finished the procedure with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. New information added to the following field(s): h6. The device was returned for evaluation where the reported event was confirmed. Crystallized foreign material was observed in the biopsy channel. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. Physical damage was not found at the foreign material residue points and the legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. Detection method is described in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.